Event description:
Vanish point syringe used to administer covid-19 vaccine experienced a device failure while administering vaccine treatment under emergency use authorization (eua): needles on the syringes have self-retracted at the point of injection. (B)(4) for retractable technologies. FDA safety report ID# (B)(4).